Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 21 days. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for major infection on (B)(6) 2018. There was no determination of whether the infection was lvad related. Cultures were done on respiratory tract, sputum, or bronchoalveolar lavage, but the results were not provided. The patient was given piperacillin-tazobactam for a week and IV antibiotics.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists infection as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 left ventricular assist system patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.